Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq1548 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported 5 fr triple lumen powerpicc was placed in the left upper arm, basilic vein, 4 cm external length; securacath in place. It was reported that on (B)(6) 2019, the vascular access team was called for line adjustment. The catheter tip position was initially identified as cavoatrial junction. Chest x-ray obtained the next morning showed the catheter tip to be in the inferior right atrium. There was no interim change in external catheter length. The vascular access team arrived at bedside to perform a pull-back.